Event description:
Patient was implanted with 2.5mm titanium elastic nail for an ulna fracture on an unknown date. Patient was returned to the or on (B)(6) 2012 for removal of nail due to non-union. It is not known how the non-union was discovered. Patient was revised to a 2.7mm lcp plate and a 3.5mm lcp plate. Synthes ria was used to obtain bone graft.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Device used for treatment and not diagnosis. Additional information from hospital facility.